Event description:
He is a plaintiff's attorney representing the family of a woman who died during an attempted removal feeding device. During attempted endoscopic removal, pt sustained an esophageal tear after the feeding device became lodged in her esophagus and died. The date of the insertion of the feeding device was (B)(6) 2006 and the attempted removal was (B)(6) 2008. He is unsure if this incident was ever reported to manufacturer or to the FDA.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lhr review is not possible, as no manufacturing lot number has been provided by the complainant.